Event description:
The manufacturer received a work order reporting that the everflo device had contaminated inlet filter, integrated canister and blown pca and with alarming red light. There was no report of serious or permanent harm or injury. There was no report of medical intervention.